Event description:
Customer reported an issue with panorama central station, which may affected telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the system. Corrections included replacements of the system's wireless transceiver. System was tested to factory's specifications.